Manufacturer narrative:
The actual device was returned for analysis. Upon analysis, a fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: 1. What measures were taken to retrieve the broken piece? - no information. 2. Was there any additional tissue damage as a result of searching for the needle piece? - no information. 3. Were x-rays taken to locate the needle piece(s)? - no information. 4. At what location was the needle found? - no information. 5. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? - the needle was removed during the initial procedure. 6. Does a piece of the needle remain in the patient¿s tissue? - no, it didn't. If yes, what tissue structure is it located? - n/a. 7. If retained, what is the surgeon's opinion of consequences to the patient? -n/a. 8. What in the physicians opinion are the factors contributing to the event? - no information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic distal gastrectomy procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was broken at the middle part while anastomosing the bowel. The broken piece of the needle was retrieved. The surgeon commented that his way of suturing was as usual. There were no adverse consequences to the patient.